Manufacturer narrative:
D10 concomitant medical product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy hartmann procedure and rectal dissection, an alert for excessive force sounded when the stapler was articulated and attempted to forcibly clamp the very hard scar tissue. The articulation joint part broke afterward. There was no issue with the handle itself, but the cartridge could not be removed from the adapter. A competitor's device was then used as a substitute, and it was articulated in the same way to clamp the same tissue. However, it was repelled/bounced back, so the articulation was returned to a straight position, and it was able to fire when the clamping was redone. There was no patient injury.

Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6 d10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot# n3h2532y); sigphandle, sig power sigphandle handle (serial# unknown); sigpshell, sig power sigpshell control shell (lot# unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the excessive load was detected during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: firing rod not in home position and articulation mechanism not in home position. Functional testing found that the articulation mechanism and firing rod were out of position when the device was returned. The most likely cause for the additional condition is traced to damage to the attached reload. Another unreported condition was identified: uart communication errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.